Manufacturer narrative:
Concomitant medical products: varisoft removed. Autosoft 30 added.

Manufacturer narrative:
Per the user guide: keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after filling the infusion set tubing with 30 units of insulin, no insulin drops was observed. Tandem technical support assisted the customer with successfully loading a new cartridge and the infusion set. Reportedly, the customer was unaware of how to remove air from the cartridge prior to filling it with insulin. Blood glucose was 400 mg/dl.